Event description:
The surgeon implanted an aa4203tl toric silicone lens, but the haptic broke while being inserted. The lens was removed with no patient injury or complications. The facility stated it was unknown as to why the haptic broke. The model and lot numbers for the injector and cartridge used were not provided by the facility.

Manufacturer narrative:
Conclusions - (no conclusion can be drawn): the root cause for this event cannot be determined because the lens, cartridge and injector were not returned.